Event description:
The customer reported the insulin pump is broken, she was trying to deliver a bolus and the device kept beeping. The device is frozen and the buttons are not responding. Customer's blood glucose was 144 mg/dl. Customer does not recall any significant event that may have led to the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer called back and stated she cannot clear the alarm; closed circle appears on the device. Battery cap is loose. Customer was playing tennis earlier that day. Customer was advised to monitor the device. Customer called back. Customer took out battery and put in a new and the alarm has not been cleared. Keypad continues to be unresponsive. Attempted to go into the alarm history and status screen pump was unsuccessful. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.